Event description:
Complaint reported to mts of the ortho provue analyzer. If specific conditions are met (incubator temperature must remain constant for 7 days without fluctuation or power down) centrifugation will follow without incubation which may result in a false negative reaction.